Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 02g23, which has similar products distributed in the us, list numbers 01l81 and 04p54.

Event description:
The customer states that one patient became (B)(6) two weeks ago (B)(6). The architect hbsag qual ii confirmatory assay generated confirmed (B)(6) results. This patient also tests (B)(6) and (B)(6). The customer then performed further architect hbsag qual ii confirmatory testing with the following results: sample, neat = c2 result of (B)(6) and %neutralization of 32, therefore, repeat at a 1:500 dilution; sample, (B)(6) = c2 result of (B)(6) and %neutralization of 34, therefore, repeat at a 1:20000 dilution: sample, 1:20000 = c2 result of (B)(6) and %neutralization is not applicable; final interpretation is not confirmed. There is no impact to patient management reported.

Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no related adverse or non-statistical trends or non-conformances, potential non-conformances or deviations in conjunction with the complaint issue currently under evaluation. The customer did not supply the reagent lot number of the architect hbsag qualitative ii confirmatory assay in use and therefore, a specific lot complaint ticket search and testing could not be performed. A review of the product quality history for the list number 02g23 did not identify any issues associated with the customer observation. The complaint documents that the final dilution gave a result that could not be assessed and was unable to be evaluated. Review of the data provided confirms the customer correctly followed the testing algorithm within the architect hbsag qualitative ii confirmatory package insert. Per product labelling, as the 1: 20,000 dilution resulted in a value less than 0.70 s/co the final disposition of this sample is "not confirmed". Per the assay package insert, the interpretation of not confirmed for hbsag indicates the presence of hbsag cannot be confirmed via neutralization and may be the result of a nonspecific reaction (false reactive). It is also possible that sample integrity may be a factor in this case. The architect hbsag qualitative confirmatory ii assay package insert and the architect operations manual provide information to address the current customer issue. Based on the available information from the customer site and the results of this evaluation, there is no evidence to reasonably suggest that a systemic issue or product deficiency exists.